Event description:
It was reported that the preloaded intraocular lens (iol) was inserted into patient's left eye, however, was removed during the same procedure as the physician noticed a hairline scratch on the lens. The incision was enlarged and another lens of same model and diopter was used as the replacement. There was no patient injury. No further information was provided.

Manufacturer narrative:
Pt. Info: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 6, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and a scratch was observed on the spare tire of the lens. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the reported complaint issue was observed during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.